Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The treatments were identified in logfile. Both treatments were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause could be identified. Based on the provided picture of the treatment report, only a limited evaluation from a clinical perspective can be made. The reporter used energies and cutting geometries as per recommended settings. Centration of ring and flap look good and applanated area is also looking good. According to technical support, the laser settings are within the specifications. Logfile review shows no technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, during lasik flap creation of the left eye an epithelial flap seemed to be created. The surgeon decided to convert the treatment to photo refractive keratectomy performing the lifting/debridement of the epithelial flap. This patient had a successful treatment on the right eye. Postoperatively; no vision was taken and the eye was reported as "white". The patient is happy.